Manufacturer narrative:
The device was returned to olympus for inspection. Device evaluation noted the reported customer issue was confirmed. Evaluation noted the device found a leak in biopsy channel. As stated in section b5, the a-rubber bending tube had a chip. The bending section was noted to be broken. Based on investigation results, the root cause cannot be conclusively determined, probable cause based on reasonably known information based on device evaluation was due to physical stress. Olympus will continue to monitor field performance for this device.

Event description:
The uretero-reno videoscope was returned to the service center with a report of failed leak test. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, bending section a-rubber glue had chip . There was no patient involvement.¿